Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting down. Customer's blood glucose (bg) ranged from (B)(6) mg/dl with trace ketones. A correction bolus was delivered to address bg level. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response was not received.

Manufacturer narrative:
Device not returned.